Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector portion measuring 5.6 cm was returned for analysis. Full breach insulation degradations of the outer insulation were noted at 4.5cm to 4.6cm and 4.9cm to 5.1cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.